Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device phm539 batch number, and no non-conformance's were identified. Summary: an opened sample of product was received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. Per the condition of the sample, it could not be determined what may have caused the reported incident. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that the patient underwent a neurospinal fusion/laminectomy on (B)(6) 2020 and the barbed suture was used. During evaluation, broken sides of fixation tab were observed. There were no patient consequences reported.